Event description:
It was reported that the atrial lead dislodged one day post implant. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.